Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) the sheath of the rosch-uchida transjugular liver access set came apart at the hub and was showing its braiding. Another device was used for the procedure, and there were no injuries or additional procedures reported. It was further noted that some of the sheath material had separated and the coil was exposed.